Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. No additional adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.